Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer's sister stated that the customer was treated by paramedics for a blood glucose reading of 38 mg/dl. It was also reported that insulin was squirting out during the manual prime. It was advised that the customer revert to a backup plan to treat her diabetes. Nothing further was reported.